Event description:
Baxter australia reports "unused product has a hole in the line."

Manufacturer narrative:
Received one unused sample. Visual inspection reveals no anomalies. Leak test performed under water at 8 psi and no leakage was noted.